Event description:
During a procedure surgeon was inserting the 1.3mm cortex screws slf-tapping into the zygoma and frontal bone and three screws broke at the shaft, approx 1mm below the screw head. Surgeon retrieved the broken screw heads and left three(3) screw shafts in the pt's bone. Surgeon completed the procedure with no further problems. This is 1 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.